Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivering. Customer¿s blood glucose value was 595 mg/dl and 500 mg/dl at the time of incident. Customer¿s current blood glucose was 600 mg/dl. Customer treated with manual injection for high blood glucose. Customer was alleging the insulin pump because the basal turned off. The product will not return for the analysis.